Event description:
It was reported that the micro reciprocating saw heated up towards the end of a mandibular osteotomy procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
The device is available for eval but has not yet been received at the MFR. A f/u report will be filed if the device is received and a quality investigation has been completed.